Event description:
It was reported that a spectrum pump alarmed multiple downstream occlusions while on a pt. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the downstream occlusion alarms. The device was operating out of specification. The device was recalibrated to ensure proper occlusion detection.